Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and broken battery tube threads.

Event description:
It was reported that the insulin pump had battery compartment damage. The blood glucose level of the customer was unknown. No further information was given. The device will be returned for the analysis.